Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: " in (B)(6) hospital we were doing a case and the k wire didn't line up with the rotation of the jig." The surgery was completed successfully by opening a second set and using the jig. There was 30 min of delay.

Manufacturer narrative:
The reported event could not be confirmed during the investigation, no device malfunction could be observed. The device inspection revealed the following: the identification of the returned proximal targeting arm could be confirmed. No major signs of wear or damage, impairing the device's functionality, could be observed. The returned target sleeve and proximal targeting arm were tested with fully functional gamma-4 nail and lag screw drill samples. The devices were successfully assembled and no problems were identified. The lag screw drill could be correctly centered in the lag screw hole of the nail. The reported misdrilling was not observed, and it was confirmed that the returned instruments are fully functional. Given the device were confirmed to be fully functional, the root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: " in (B)(6) we were doing a case and the k wire didn't line up with the rotation of the jig." The surgery was completed successfully by opening a second set and using the jig. There was 30 min of delay.